Manufacturer narrative:
The readings issue was not confirmed and no new issues were observed. All results were within range specification, the s.d. Was within specification and no errors were observed during control solution testing.

Event description:
Customer reported he took extra insulin "based on a reading of 310", caller then "bottomed out". He does not know if he lost consciousness, but caretaker reports "he was not making sense, unintelligible sounds". His caretaker gave him orange juice and glucose tablets.